Event description:
It was reported by the pmi group that a patient underwent left shoulder arthroplasty. The patient underwent a revision surgery due to traumatic fall less than two months post implantation. The glenoid component appears to have fractured according to the CT scans. A pmi glenoid was used. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A definitive root cause cannot be determined. A contributing condition to the fractured implant could be the noted fall, however, this was unable to be confirmed through medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant products: item #: unknown , unknown humeral tray, lot #: unknown. Item #: unknown , unknown humeral stem, lot #: unknown. Item #: unknown , unknown humeral bearing, lot #: unknown. Item #: unknown , unknown glenosphere , lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the pmi group that a patient underwent left shoulder arthroplasty. The patient underwent a revision surgery due to traumatic fall less than two months post implantation. A pmi glenoid was used. Attempts have been made and no further information has been provided.